Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front panel assembly. A front panel component was replaced for this device and the operational verification procedure was performed. Having met manufacture specifications the device was returned to the customer for use.

Event description:
The customer reported an unresponsive touch screen display, on this ventilator device. The customer stated no patient involvement with this event.